Event description:
After intra aortic balloon pump for 20 hrs, the balloon filled with blood and it was immediately removed from the pt. (Event complications: none from the event-reported 6/29/98.) (Pt's current status: unk-rpt'd 6/29/98.)